Event description:
Customer reports receiving a blood glucose reading of 115 mg/dl and reports experiencing a seizure ("eyes rolling, tongue hanging out and jerking"). Registered nurse ("always there") gave customer 2 tsp. Of sugar under his tongue and called the paramedics. Nurse rechecked blood glucose 12 mins later on an unk meter and received a reading of 32 mg/dl. They gave the customer an IV of glucose and administered oxygen.